Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the device, it was noted that the left ventricular lead threshold increased. Previous records showed some variability in the threshold. The device was reprogrammed. The patient was stable.